Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with noise reversion episodes due to noise noted on the right ventricular lead. On (B)(6) 2018 the patient presented for a follow-up in clinic. It was noted that the noise was reproducible during isometric testing. Programming modifications were performed successfully. The patient¿s condition before, during and post programming modifications was stable.